Event description:
The balloon ws inserted on (B)(6) 2018. Post insertion, the patient was admitted twice to the hospital, the first time for dehydration and the second time for aspiration pneumonia. On (B)(6) 2018, the patient was advised by their physician to return to the emergency room for another dehydration treatment. The patient was advised that the balloon may have caused the aspiration pneumonia and was prescribed reflux medication. The patient continued to vomit on a regular basis and is scheduled for a follow up visit with their physician pending the dehydration treatment which would likely lead to a removal. The patient expressed they would like to leave the balloon in and possibly filling the balloon less.